Manufacturer narrative:
(B)(4). E7099 wallflex biliary fully covered registry clinical trial. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex fully covered biliary stent rmv was implanted on (B)(6) 2015 as a part of the e7099 abc wallflex registry clinical trial. The patient had a history of chronic pancreatitis and was enrolled into group c: treatment of benign biliary strictures. On (B)(6) 2015, an assessment of biliary obstructive symptoms (abos) reported itching and liver function tests were performed. On the same day, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp), computer tomography (CT), endoscopic ultrasound (eus), and fine needle aspiration (fna) for imaging/tissue sampling during the stent placement procedure in an outpatient setting. A prior pancreatogram was performed and prophylactic nsaids were administered. The study stent was implanted on (B)(6) 2015 in a satisfactory position across the stricture. On (B)(6) 2017, an assessment of biliary obstructive symptoms (abos) reported jaundice. Liver function tests was taken. On the same day, the stent was noted to be occluded due to sludge and stones and was found to have partially migrated distally. Re-stenting was required due to lack of stricture resolution. The study stent was removed and another wallflex fully covered biliary stent was implanted.